Event description:
This spontaneous report was received on (B)(6) 2011 from a (B)(6) old female consumer reporting on self from the united states. The consumer did not have any known medical history and was not taking any concomitant medication. On (B)(6) 2011, the consumer started using o.b. Non-applicator tampons, one tampon, every hour to four hours vaginally for menstruation (lot number 1871m3059, expiration date unspecified). After two days, product shredded and left pieces behind when she removed the tampon from her vagina, three times. She removed the pieces herself each time and discontinued the device. The report was assessed as non-serious event and the company causality was assessed as possible. Sample received on (B)(6) 2012 contained 1 carton of o.b super plus (B)(6); lot#: 1871m3059 and 24 sealed tampons. Returned sample was visually inspected and no nonconformance or manufacturing defects were observed related to this complaint. The device history record revealed no issues or nonconformance with the product or process related to this complaint. The retain sample was visually inspected and no nonconformance or manufacturing defects were observed related to this complaint. A review of the data associated with these complaint categories revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. Based on the investigation results, no assignable cause was identified. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.